Event description:
There was no device failure, malfunction or complaint reported. This pt was undergoing a mitral valve repair procedure. The case was uneventful until the annuloplasty ring was being sewn into the annulus. After placing 2/3 of the annular sutures, the endoaortic clamp catheter balloon was pierced by a needle ruptured. The repair was continued under fibrillatory arrest at approximately 30 degrees celsius. On approximately 8 occasions, the surgical field flooded and the surgeon turned down cpb flows to 1.5 liters / min for 30 - 45 second intervals. When attempting to come off bypass after de-airing, the pt had significant st segment elevations and poor heart function. A cardiologist performed angiography in the or and saw a large filling defect 3 cm down the right coronary artery. This lesion was thought to represent an air embolus and moved distally with cardiac massage. Postoperatively, the pt had an ejection fraction of 20 - 30% and a follow up angiography that evening showed clear coronaries. The pt required an intraaortic balloon pump.